Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the sample of two ampoules was received and examined: both ampoules showed unusually expansive breakage patterns (see ¿(B)(4) photos.pdf). During production, a break-neck feature is added to the glass ampoule to aid a clean break on opening in theatre. It has been noted that applying too much pressure during the snapping of the ampoule seal could potentially lead to the breaking of glass into the ampoule or flaking glass particles. The IFU (IFU-0630020 rev 3) contains advice in the precautions section to break the ampoule away from the mixing device to prevent possible contamination from broken ampoule glass (see attachment (B)(4) IFU-0630020.pdf). There has been no change to the specification relating to ampoule dimensions in the last 3 years. Dva-107020-fde rev 6, lines 114 and 126 refer to the glass ampoule breaking unusually, and the role of the ampoule cap in preventing injury. In both cases, the risk is considered bar and cannot be further mitigated. The number of complaints received for this failure mode will continue to be monitored and product updates/recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports related to difficult to open ampoules total for lot number: 3 ((B)(4)). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the liquid spilled out when open the ampule bottle.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the sample of two ampoules was received and examined: both ampoules showed unusually expansive breakage patterns (see ¿pc-(B)(4)photos.pdf). During production, a break-neck feature is added to the glass ampoule to aid a clean break on opening in theatre. It has been noted that applying too much pressure during the snapping of the ampoule seal could potentially lead to the breaking of glass into the ampoule or flaking glass particles. The IFU (IFU-(B)(4) rev 3) contains advice in the precautions section to break the ampoule away from the mixing device to prevent possible contamination from broken ampoule glass (see attachment pc-(B)(4)IFU-(B)(4).pdf). There has been no change to the specification relating to ampoule dimensions in the last 3 years. Dva-(B)(4)fde rev 6, lines 114 and 126 refer to the glass ampoule breaking unusually, and the role of the ampoule cap in preventing injury. In both cases, the risk is considered bar and cannot be further mitigated. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports related to difficult to open ampoules total for lot number: 3 (pc-(B)(4), pc-(B)(4) pc-(B)(4). If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.